Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316500. Model: sc-2316-50. Serial: (B)(6). Batch: 20285492. Product family: scs-extension. Upn: m365sc3138550. Model: sc-3138-55. Serial: (B)(6). Batch: 7003304/7012420/7012673/7012581. Product family: scs-splitters. Upn: m365sc3400300. Model: sc-3400-30. Serial: (B)(6). Batch: 19873343.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulator (scs) system replacement procedure. The patient was doing well postoperatively, and all explanted devices were not returned due to facility policy.